Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: e2dr01aa ipg, implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary: the medial segment of the lead was returned and analyzed. The analysis performed revealed the outer insulation of the lead developed a breach due to a depression while in vivo and was observed to have blood ingression.

Event description:
It was reported that the patient had a sepsis infection and received antibiotic treatment and the implantable pulse generator (ipg) system was removed. The origin of the infection is unknown. No further patient complications have been reported as a result of this event.